Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cartridge was changed, successfully primed tubing and thought everything was working fine. States they did put in fresh batteries and pump did say it was running. Pump never gave any alarms/alerts and patient did not see any blockages in tubing. However, today (B)(6) 2023 when patient went to change cartridge, it was still full. Patient reports feeling more shortness of breath during past 2 days but is feeling fine now. Patient is in process of readying new cartridge and wants to restart at their previous pump rate. Patient stated this is the first time pump has ever malfunctioned. No additional information, details or dates available. The product fault occurred while in use with the patient. The product issue cause or contribute to patient or clinical injury. No medical intervention was provided.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the tubing being unintentionally or accidentally disconnected, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A1 updated, d3, g1, and g2 email is: (B)(4).